Event description:
According to the reporter, during a laparoscopic case, every time the surgeon placed the device through the trocar, the product pulled apart and the mesh was torn. The patient was alive with no injury.